Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the cause was not known. A "slight" level of ketones were present. A correction bolus was delivered in an attempt to lower the bg. The customer went to the emergency room and was admitted to the hospital. Insulin via injection and intravenous fluid were administered to treat the customer. The customer was discharged on (B)(6) 2018. High bg was resolved. Tandem technical support reviewed the pump history and settings. No device issues were observed and the settings were accurate. The customer acknowledged the information.